Manufacturer narrative:
The alarm and nurse call adapter units were received with a letter stating that the 8309wl sensor pad was discarded and unable to retrieve. For this reason, an in-house working 8309wl sensor pad was used to test both return alarm and nurse call adapter. The alarm unit paired properly with an in-house sensor pad and return nurse call adapter. The return alarm and nurse call adapter passed all functional testing. Both alarm and nurse call adapter were received with batteries inside, and both units appear normal or no physical damage observed. With the information given and sensor pad not being returned for evaluation, the root cause could not be determined. Possible root causes: 1.) The sensor pad may have been exposed to moisture/liquid leading to shorting the internal components of the sensor pad causing the alarm for not sounding. The patient was alert and may know how to put the alarm on hold by pressing the button on the top of the alarm. 3.) The sensor pad may have outlived its useful life or normal wear and tear. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time, testing of the device in question shows no evidence that a manufacturing nonconforming contributed to the reported complaint. Therefore, no corrective or preventive actions will be initiated at this time. Per tidi procedures, complaints for this device will continue to be trended and reviewed on a monthly basis. Manufacture reference file number 2023-01032

Event description:
Customer is reporting a complaint on product # 8645wl and 8309wl. (B)(6) or e-mail (B)(6) customer states they had a patient incident where the patient fell during the use of the products. Not specified that the patient was injured. The customer reports that the alarm did not sound but to their knowledge everything was set up correctly. The alarm functioned appropriately prior to the event. It is stated that both blue lights were on from the alarm and adapter. The top light was blinking yellow when they got to the room and the patient was on the ground. They tested the alarm after taking it out of the room. The alarm functioned normally.